Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight was not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant purple carrier (mount) broke during insertion. Procedure was able to be completed using another implant.

Manufacturer narrative:
An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the hex of the implant mount. No malfunction to the implant. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. Pictures or x-ray images were not provided. DHR review: DHR review was completed for the subject lot number (1244674). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1244674) for similar event and no other complaint was identified for keywords fracture : mount post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed sections updated: b4: date of this report g3: date additional information/ investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem codes h10: manufacturer's narrative

Event description:
There is no update to the original complaint description provided.